Event description:
The dr was unable to insert the iab into the sheath. On 2/3/98, the following was reported to datascope: the dr attempted to insert the iab catheter through the sheath and was unable to because he met resistane. A second balloon was used. [Event complications]: unk-reported 12/12/97. [Pt's current status]: unk-rpt'd 12/12/97.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab was also returned. The sheath was not in place over the catheter tubing. The inner lumen within the membrane was noted to be kinked. The sheath ID and catheter od were measured and found to be within datascope's mfg specs. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a lab 60 cc syringe and the returned one-way valve. With the vacuum maintained, it was not possible to pass the folded membrane through the sheath/hemostasis valve assembly due to the condition of the returned iab.